Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to initially boot correctly, it powered up and interrogated with no errors. It was noted however that it failed multiple link electronic module (lem) tests due to loose connectors. Due to a limited supply of replacement parts the programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer would not boot up appropriately. Follow up indicated that the programmer cycled through a screen with foreign languages, announced it will go blank and reboot, and then worked appropriately. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.